Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The engineering logs indicate that the ilet stopped requesting insulin due to the cgm sensor expiring and no manual bg entries being made. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failure of the user to complete their cgm sensor change correctly, as well as enter bg values when required during bg-run mode, leading to suspension of insulin delivery.

Event description:
On (B)(6)2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6)2024. On (B)(6) 2024, the user reported issues with receiving insulin after changing their supplies the previous night, with their ilet displaying a "bg run mode error." The user mentioned that they had put on a new continuous glucose monitor (cgm) sensor but was unsure of the pairing time. The user was asked about their pairing code but mentioned that they did not change it the previous night. The agent walked the user through the steps to pair the sensor correctly. With bg levels reading over 400 mg/dl, the user conducted a fingerstick test that also read high. The user had not used any backup therapy or conducted ketone testing at that time. Later, on (B)(6) 2024, the user called again and disclosed that their bg had risen to 600 mg/dl, which led to a hospitalization. The user was admitted to the ER on (B)(6)2024 and released on (B)(6)2024, during which they were treated with insulin and fluids. Upon release, the user reconnected to the ilet system with a new cgm, and bg was stabilized at 101 mg/dl.